Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 3006705815-2020-01797. It was reported that patient experienced a trauma resulting in both leads migrating. To resolve the issue, both leads were explanted, and two new leads were implanted. Therapy was continued. There were no complications during the procedure. Patient was stable.